Manufacturer narrative:
Na

Event description:
The clear plastic at the top of the valve/hub broke off into the pt pocket when peeling the sheath. The piece was retrieved instantly as it was seen falling into the pocket by the doctor and tech.